Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device v4420h; qgbckbt0 number, and no non-conformances were identified. Additional h3 investigation summary: a picture was received for evaluation. Upon visual inspection of a picture a labeled winding former and a dispensed needle/suture with damaged on the suture near of the swage area could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint, since the samples was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: can you confirm was there any patient consequences? Answer: no. Can you please clarify how many sutures presented the issue?- answer: according to ot, only those used at that surgery was having issues. Subsequent usage was fine. Device status. Answer: the faulty suture is unavailable. Sales rep to send back unused suture 1 piece each of reported batch number for investigation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-00479, 2210968-2021-00480, 2210968-2021-00482 and 2210968-2021-00483

Event description:
It was reported that the patient underwent a c-section in 2020 and the suture was used. It was reported that the suture frays at the swage site during surgery, eventually suture snapped after that. There were no patient consequences reported.